Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due to recurring incontinence. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt of this artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the balloon was identified to be scaled on the shell. The cuff and pump passed visual inspection. The balloon, cuff and pump all passed the leakage test. Functional testing was not run on the ballon as the lot number was not provided with specifications. The pump passed functional testing. Product analysis was able to confirm the reported clinical observation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due to recurring incontinence. The device was explanted and replaced. There were no patient complications.